Event description:
The customer reported the visera elite video system center is unable to display digital visual interface image during installation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac discovered that the customer was using the wrong type of display digital visual interface cable. Tac advised that the customer to use a serial digital interface and afterwards, the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. B3: the customer reported the event date was unknown, however the event date was possibly april 18,2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the image failure occurred due to the cable not being connected properly. It's likely the cable was not connected properly because the representative was not onsite during the initial setup or an incorrect cable was used. However, the final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿instruction manual/visera elite video system center/olympus otv-s190. ·3.5 connection of the monitor. Connection with oev261h/connecting cable. ·7.14 remotely controlling the monitor/switching of output image on the monitor¿. Olympus will continue to monitor field performance for this device.